Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8198243. Our records show that this is the only instance of discoloration occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, during our review of the sample submitted, our engineers noted that the catheter contained a foreign material on the interior wall of the catheter's tubing. This material was easily removed with an alcohol rinse, and it is suspected to residue left by a reaction between the amroxol hydrochloride, sodium chloride, and etamsylate that were used on the patient, however this can not be confirmed at our facility.

Event description:
It was reported that after vein penetration with a bd pegasus¿ safety closed IV catheter system it had tubing that turned black and couldn't be cleaned by flushing.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after vein penetration with a bd pegasus¿ safety closed IV catheter system it had tubing that turned black and couldn't be cleaned by flushing.